Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be reportable complaint. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site:8021545.

Event description:
It was reported that tape did not stick properly and fell off due to sweating on (B)(6) 2026.